Manufacturer narrative:
The devices have been received and the evaluation is pending. A follow up report will be submitted with investigation results once the evaluation has been completed.

Event description:
The customer reported that the tubing set leaked at the filter site shortly after being primed and hung on the patient. There was no patient harm.

Event description:
The customer reported that the tubing set leaked at the filter site shortly after being primed and hung on the patient. There was no patient harm.

Manufacturer narrative:
The customer¿s report of a leak was not confirmed. Visual inspection showed no anomalies. Functional and pressure testing showed no anomalies. The root cause of the customer¿s report could not be determined.